Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that an anomaly with the introducer needle caused her to not receive insulin. Blood glucose level at the time of the incident was 500 mg/dl. The customer reported that she changed the set, but her blood glucose level did not come down. The insulin pump was not replaced or returned for analysis.